Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on (B)(6) 2021 with their pacemaker failing to interrogate and also failing to respond to a magnet. Device was in backup vvi mode. The issue was resolved on (B)(6) 2021, but physician decided to explant and replace the device on the same day anyways. Patient was stable after the procedure.